Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was low on her supplies and woke up this morning to her insulin pump beeping no delivery. Customer stated that she was in church. Customer's blood glucose was about 430 mg/dl last night and today it is 500 mg/dl. Customer gave a shot of insulin with a needle. Customer performed a fixed prime of 5.0 units but the insulin did not exit. Customer was advised to push insulin slowly through the tubing. Customer reported that the insulin does exit, but there is greater than normal resistance when attempting a plunger push. Customer declined troubleshooting for high blood glucose as she treated with a shot.